Manufacturer narrative:
Dtbb1d4 ICD implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a slightly elevated capture and oversensing. The lead remains in use. No patient complications have been reported as a result of this event.